Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encounter issue with the light. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. The ec was returned for failure analysis and the reported failure was replicated. The ec was tested on the printed circuit assembly (pca) test system. There was a green tint on the display. The ec logged error 48204. The light engine failed. A log review was performed. Per the review, the cholecystectomy procedure was performed on (B)(6) 2022, on system serial (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed an error occurred during the surgical procedure that were related to the reported complaint. The error was "loss of right endoscope video to ec/ reseat scope connection (possible scope or ec) -endoscope sn:(B)(4). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after the start of the procedure the customer experienced issue with the light due to illuminator issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.